Event description:
It was reported that when using the bd pyxis¿ medbank tower, the medication and key were not assigned correctly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the medication and key had not been assigned correctly. A technical support specialist (tss) instructed the customer on how to de-assign the item and reassign it correctly so that the system would prompt for the key to be issued before the medication. This resolved the issue. The system functioned as intended after the technical support specialist investigated the device.